Manufacturer narrative:
Correction to h6: component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided 3mensio imagery was reviewed, and the following was observed: the anatomy exhibits a significantly elliptical upper lvot, consistent with severe ovality, while the annulus demonstrates moderate ovality with a less pronounced elliptical shape, bicuspid native valve with heavy leaflet calcium, and tortuosity present along the aorta. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of inflation and deflation difficulty were unable to be confirmed as no device nor relevant imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the implanter had extreme difficulty deploying valve and deflating the balloon after deployment. After a conversation with the implanters the conclusion was made that the tortuosity of the descending aorta caused for a tough deployment. The delivery system inflated and deflated without issue outside of body." It was reported that the delivery system inflated and deflated without any issues outside of the body, suggesting that the difficulties encountered were likely related to patient-specific anatomical factors. Review of the 3mensio report provided revealed tortuosity along the aorta. Navigating through this tortuous anatomy may result in temporary kinking or twisting of the delivery system, which can impede the fluid pathway and lead to the reported inflation and deflation difficulties. In addition, 3mensio revealed that the anatomy exhibits a significantly elliptical upper lvot, consistent with severe ovality, while the annulus demonstrates moderate ovality with a less pronounced elliptical shape. The patient also had a bicuspid native valve with heavy leaflet calcification. An oval-shaped lvot and annulus can create uneven resistance, potentially contributing to inflation difficulty. Furthermore, the bicuspid valve and calcification may constrain the delivery system balloon during deployment, exacerbating the inflation challenges. In this case, available information suggests that patient factors (tortuosity, oval-shaped lvot/annulus, bicuspid valve, calcification) may have contributed to the reported inflation difficulty, while patient factors (tortuosity) may have contributed to the reported deflation difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via transfemoral approach, the implanter had difficulty deploying valve and deflating the balloon after deployment. After a conversation with the implanters the conclusion was made that the tortuosity of the descending aorta caused for a tough deployment. The delivery system inflated and deflated without issue outside of body. Patient is stable and in recovery. The devices were discarded at the hospital.

Manufacturer narrative:
The investigation is ongoing.